Event description:
It was reported that, "the needle was broken during leiomyoma stripping operation of laparoscopic. The broken piece was grasped by needle holder. Changed another one to complete. No adverse event on the patient." (B)(4)

Manufacturer narrative:
The actual product involved with the incident reported was returned. Method: without the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. (B)(4) device history records were reviewed. There were no non conformances issued for these lots. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. As of the day of this report, information has not been received from supplier. The needle supplier has been made aware of this complaint for a continued investigation. On (B)(4) 2014, one (1) opened sample was received for evaluation purposes. The sample was sent to the needle supplier, which is our customer as well for evaluation. A follow up report will be submitted once the evaluation is completed. Reference: compliant #(B)(4)(ethicon complaint #(B)(4)); item #sxpd1b401 stratafix spiral pdo knotless tissue control device - CT-1 0 pdo 30 cm, lot unknown.